Event description:
It was reported that intermittant occlusion alarms occurred. Reportedly, the customer was pulling the last 5-10 units from her old cartridge and putting it into the new one. Tandem clinical support informed customer that pulling/re-using insulin is off label per the tandem user guide. Customer¿s blood glucose level was 196 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).